Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer via phone. The user facility reported to have not been able to duplicate the malfunction. The user facility performed calibrations and passed short self testing and extended self testing. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which displayed a screen blocked message. There was no patient involvement.